Manufacturer narrative:
A specific root cause could not be determined. Additional information could not be provided for further investigation.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Event description:
The customer reported that they received erroneous results for two patient samples tested for total protein (tp). Both samples were repeated and the repeat results confirmed the initial results, so the repeat results were reported outside of the laboratory. The customer received a second sample from each patient from another clinical laboratory and the results from these second samples did not agree with the reported results, so the original samples were repeated on (B)(6) 2013, resulting as normal. Patient sample one initially resulted as 3.61 g/dl on p module analyzer serial number (B)(4). The sample was repeated on p module analyzer serial number (B)(4), resulting as 3.81 g/dl. Since the initial and repeat results matched, the repeat result of 3.81 g/dl was reported outside of the laboratory. Since the result from a second sample did not agree, the original sample was repeated on p module analyzer serial number (B)(4) on (B)(6) 2013, resulting as 6.63 g/dl. The value of 6.63 g/dl was believed to be correct. Patient sample two, from a female patient, initially resulted as 3.56 g/dl on p module analyzer serial number (B)(4). The sample was repeated on p module analyzer serial number (B)(4), resulting as 3.97 g/dl. Since the initial and repeat results matched, the repeat result of 3.97 g/dl was reported outside of the laboratory. Since the result from a second sample did not agree, the original sample was repeated on p module analyzer serial number (B)(4) on (B)(6) 2013, resulting as 6.68 g/dl. The value of 6.68 g/dl was believed to be correct. The patients were not adversely affected by the event. The tp reagent lot number was 660139. The expiration date was not provided. The field service representative visually checked the samples on (B)(6) 2013, after the event occurred and they appeared to be ok without any fibrin. He checked the storage and reagent temperatures and these were ok. Analyzer maintenance was ok and water supply maintenance was ok. He also checked the sample results in the instrument and sample ids were matched to the corresponding results.